Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during aquablation therapy, the hydros touchscreens stopped functioning. Troubleshooting resolved the issue, and the procedure was completed. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The hydros tower touchscreen was not returned for investigation. Three (3) good faith efforts were made by procept to retrieve the hydros tower touchscreen and treatment log files without success. Based on analysis from a procept representative at the hospital site, the tower's touch response was being interfered by a wet monitor drape which likely was due to user handling with wet gloves. The reported failure could not be reproduced and the root cause is undeterminable. The hydros tower touchscreen is imported from a supplier and not manufactured at procept biorobotics. The receiving inspection records for tower touchscreen lot 24a14824 were reviewed. No non-conformances or reworks were issued by procept biorobotics for this lot. The review indicated the device met all required specifications when released for distribution. The hydros robotic system's user manual, um0401-00-01 rev. C, us, english was reviewed. 4-3.1 precautions: general - follow the provided cleaning and disinfection instructions. Other cleaning or disinfection methods may cause damage to the device. 10.2 aquablation therapy procedure outline 5a sterile draping - touchscreen, patient, and handpiece arm - drape surgeon touchscreen (sterile) by hooking the interior of the drape over each corner of the touchscreen and adjusting the fit and flatness over the touchscreen surface. - caution: follow universal sterile technique to prepare the components of the device for use within the sterile operating field. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.